Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05679210. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on 2008 [missing records: records for CT scan showing ¿small hernia superior to umbilicus¿ were not provided.] On (B)(6) 2008 (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Multiple adhesions. Procedure: laparoscopic incisional hernia repair with mesh prosthesis. Laparoscopic extensive lysis of adhesions. Assistant: amanda flood. Anesthesia general endotracheal. Findings: ¿multiple dense adhesions to the anterior abdominal wall. There was an umbilical hernia defect and a ventral hernia defect just superior to this. Total size approximately 4 cm in diameter.¿ specimens: none. Complications: none. Estimated blood loss: less than 30 ml. Disposition: to recovery room in stable condition. Indications for procedure: patient is a 56 year old female who has had multiple abdominal surgeries in the past including an open cholecystectomy, ventricular peritoneal shunt placement near an upper midline incision. She also had a hysterectomy and a previous umbilical hernia repair. She now presents with chronic upper abdominal pain that is in the upper abdomen just at the site of her prior incision and just above the umbilicus. She has had extensive work up including CT scan of the abdomen. Also egd and colonoscopy recently. These were normal. CT of the abdomen showed only a small hernia just superior to the umbilicus. Due to her significant abdominal tenderness which has been ongoing for many months due to the presence of this hernia, it is felt that laparoscopic exploration and hernia repair as well as lysis of adhesions was indicated. Operative details: ¿after informed consent was obtained the patient was taken to the operating room, lain in the supine position, placed under general endotracheal anesthesia. A foley catheter was placed in the usual sterile fashion. The abdomen was then prepped and draped in the usual sterile fashion. A 12 mm optical trocar was then inserted in the left upper quadrant under laparoscopic vision. After insertion the abdomen was insufflated with carbon dioxide and 15 mmhg. The remaining trocars were then placed. This included a 5 mm infraumbilical trocar at this time. There were extensive adhesions to the midline and to the right upper quadrant. The ventricular peritoneal shunt catheter was identified. It had adhesion around it, however the tip was noted to be free. Extensive lysis of adhesions was then performed using sharp and blunt dissection. There are several loops of small bowel which were adherent to the anterior abdominal wall. These were carefully dissected free without injury to these loops of bowel. The adhesiolysis began superiorly to the upper midline incision. There were several dense bands from the stomach to the anterior abdominal wall. These were divided. After the right upper quadrant adhesions were taken down and the final 5 mm trocar was inserted on the right side. Adhesions inferiorly were then taken down. After all the adhesions of the abdominal wall were divided, further inspection revealed a small recurrent umbilical hernia as well as second defect superior to this. The fascia in this area and also along the lower midline incision was noted to be extremely thinned. Total size of the defects were measured approximately 4 cm therefore goretex dual mesh was obtained. It was 10x15 cm in size. Stay sutures were placed superiorly and inferiorly and laterally. It was then rolled and placed into the abdomen. Once inside the abdomen it was unfurled. A smooth side was oriented toward the bowel. The gore suture passer was then utilized to place the 4 transfascial sutures. After these were placed there were pulled up and they were tied. The mesh was noted to be of the appropriate tautness to the anterior abdominal wall. The mesh was intact. After it was clear that the hernia defects were completely covered with overlap of 4-5 cm in all directions. The mesh was then secured circumferentially using the protack device. Tacks were placed approximately 1 cm apart. After the tacks were all placed mesh was then reinspected and noted to be appropriately positioned. The abdomen was reinspected and it was noted to be hemostatic. Adhesions were sufficiently lysed to the anterior abdominal wall. The 5 cm trocars were then removed. Carbon dioxide was evacuated from the abdomen and the final 12 mm trocar was removed. The skin was then closed using 4-0 vicryl in a subcuticular fashion and dermabond for the skin. Patient was then awakened from her anesthesia and taken to the recovery room in stable condition. All sponge, needle, instrument counts were correct at the end of the procedure.¿ on (B)(6) 2008 implant record. Description: mesh dual plus 10 x 15. Type: implant. Quantity: 1. Serial number: (B)(4). Smda: no. Lot number: 05679210. Model number: 05679210. Site: laparoscopic hernia. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05679210) was implanted during the procedure. On (B)(6) 2015 (B)(6) medical center. (B)(6) . Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction with adhesion of small bowel to intraperitoneal mesh. Operations performed: laparoscopy. Exploratory laparotomy. Removal of mesh. Release of small bowel obstruction. Assistant: (B)(6). Anesthesia: general endotracheal. Operative procedure: ¿the patient was taken to the operating room, placed on the operating table in a supine position. She received general endotracheal anesthesia. The abdomen was prepped and draped in the usual fashion. Time-out was performed confirming the correct patient, correct operative procedure. We initially attempted to do laparoscopy through a stab incision in the left upper quadrant after the palmer¿s point technique of insufflation was achieved. The catheter was placed uneventfully. We inserted a 5-mm trocar, and there were numerous adhesions, prohibiting further laparoscopic surgery. We then made a midline incision just at the umbilicus. It was carried down through the skin and subcutaneous tissues. The midline fascia was opened, exposing the peritoneal cavity. There were numerous adhesions to the underside of the abdominal cavity. We painstakingly and meticulously divided all the adhesions, freeing the small bowel from the mesh. The mesh was in an intraperitoneal location and protacs were actually adherent into the small bowel. We after we removed all the small bowel from the underside of the mesh, there was some discoloration consistent with a prior possible fistula; however, we identified no mucosa and no compromise of the integrity of the small bowel lumen. The mesh was removed in its entirety and sent for pathologic examination. We removed the protac from the serosal surface of the small bowel. We then closed the abdomen with a running prolene from above and below, and the skin was closed with skin clips, completing the operation. The wound was dressed sterilely. She was reversed, extubated and taken to the recovery room in stable condition.¿ on (B)(6) 2015 [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction and removal of mesh. Additional event specific information was not provided.